Manufacturer narrative:
This report is submitted on 11 november 2019.

Manufacturer narrative:
This report is submitted on september 25, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019, due to poor performance with device use. The patient was reimplanted with another cochlear device during the same surgery.